Event description:
The customer called into philips to report they replaced the co2 module and need to know if they need to return malfunctioning one. The patient was involved but there was no adverse patient impact.